Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler sets had an unknown max air exceeded alarm. This event occurred during use while the patient was connected. This event occurred during cycle five. The patient stated that they did not notice anything unusual with the supplies but believed that the issue was due to the cassettes. The patient started over with a new cassette and was able to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.